Event description:
It was reported that patient had a driveline fault. They had no symptoms. Labs were within normal level; no procedures were performed. There were no active driveline fault alarms recorded during this history.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file could not confirm the reported driveline fault. A specific cause for the reported event could not be conclusively determined through this evaluation. The submitted log file contained data from 20:24:17 on (B)(6) 2024 through 09:01:56 on (B)(6)2024. The file captured normal operation of the pump. No notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate ii lvas patient handbook, rev. C, are currently available. Section 7 of the IFU, "alarms and troubleshooting", outlines system controller alarms, including driveline faults, as well as how to respond to each alarm condition. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.